Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal set up joint (dsuj) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that universal surgical manipulator (usm) 2 had a roll issue. The tse reviewed logs and found no error reported for usm 2. The tse informed the customer to check the tornado axis motion and reset it to the middle position to resolve the issue. The customer was unable to change tornado position while the drape was connected. The tse informed the customer to remove the drape and reset tornado to middle point and then drape arm 2 again. The customer was unable to remove the drape from arm 2. The tse informed the customer to hard power cycle system, but after the power cycle, the arm 2 tornado movement was still not working. The tse informed that the fse would do further troubleshooting for this issue. The customer reported no error in the logs. The customer was continuing the surgery with the remaining three arms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The distal set up joint (dsuj) was analyzed and found to in system logs no error was found that would pertain to the reported issue. In the field report, the site was unable to change tornado position. However, the field service engineer (fse) system tested it and found it was working ok but still replaced it as a precaution. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system where it functioned as expected. Then tested the unit on the patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors. The complaint regarding arm two (2) not able to move was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.